Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d9 returned to manufacturer on of initial MDR indicates: 03/10/2023. Section d9 returned to manufacturer on of initial MDR should indicate: blank . The customer canceled the evaluation of the device. The reported issue could not be verified or duplicated. A cause of the reported issue could not be determined. The device remains with the customer. H3 other text : not returned to manufacturer.